Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that while she was working at the hospital, she had suffered a hypoglycemic episode and became unresponsive. Patient's colleagues led to her to the emergency room. Prior to her episode, patient measured her bg with a finger stick and it was in the 500's mg/dl. Shortly after, her cgm was alerting her of dropping readings. Patient measured her bg again with a finger stick and it was in the 231 mg/dl. Fifteen to twenty minutes later, patient only remembers being carried to the emergency room while cgm was reading 100 mg/dl. Ten minutes later, in the emergency room, her bg was measured at 35 mg/dl. At the time of her call to dexcom technical support, patient reported that she was feeling fine.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.